Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that externalized conductors were noted on an asymptomatic patient's right ventricular lead during an unrelated procedure. Upon testing, no electrical anomalies were observed on the lead. The patient would continue to be monitored.